Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that when the thyroidectomy operation starts about 25 minutes later, the anesthetist noticed that the cuff of endotracheal tube was leaking, so he tried to inflate the cuff but still have leaking. Finally, the anesthetist changed a new endotracheal tube and could function normally. No patient impact. The delay was about 10 minutes. On follow-up, the cuff and tube was checked prior to ensure the device working properly. The issue in the tube was not identified before the intubation. The issue occurred after the airway established. The tube was extubated and reintubation was done with a new tube.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: visually, there was no damage in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The balloon was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the balloon and the inflation assembly, at separate times, under water and no bubbles (leakage) were noticed. Electrically, for additional analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.4 ohms (blue), 3.5 ohms (blue with clear tubing), 3.2 ohms (red), and 3.4 ohms (red with clear tubing) in which all of the electrodes were in specification. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: annex b code sent in initial report, b17 and c20 is no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.